Manufacturer narrative:
The system was examined. And the reported event was replicated. To resolve the issue, the cabling was reseated to the connections for the host and the hard drive. How or when these wear/reliability issues occurred, cannot be determined conclusively. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred, cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that machine froze. Procedure details and patient impact have not been provided. Additional information has been requested.